Manufacturer narrative:
This report is filed on november 16, 2016. Registration number 3009092818 and exemption number e2016011. - attachment: [61738-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 27, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in thinning of the skinflap and migration of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2016.